Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The error was cleared from the logs. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.